Event description:
It was reported that increased capture threshold and decreased impedance were noted. Lead dislodgement was found. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.